Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the cgm reading was in hypoglycemia and the patient self-treated with apple juice based on the cgm readings. The patient started to have difficulties talking properly and experienced hyperglycemia. There was no bg nor cgm values reported. An ambulance was called. The paramedics took the patient to the hospital, and he was treated there with IV insulin. At the time of the report the patient was good but still hospitalized. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.